Event description:
It was reported that an infiltration occurred in the hand or arm of a premature infant while it was awaiting transfer to a larger facility. Some swelling of the hand and dusky appearance of nail beds was observed, but no medical or surgical intervention was required. The pt's transfer was unrelated to the infiltration.